Event description:
The ventilator stopped delivering gas at 8:15am in 2005 and the pt died 18 minutes later. The doctor said that as the patient's vital sign did not change prior and after the incident, therefore, the hospital and the doctor reported that it is unclear whether there was correlation between the incident and the patient's death. Flow of the ventilator was noted normal. The incident was also duplicated with the other breathing circuit. The pt was connected to the ventilator at 4:00pm the day before.